Event description:
End user alleges the scooter disengaged and the electrical system failed causing the scooter to speed out of control as end user was riding down a hill heading towards end user's destination. The scooter crashed into a vehicle at the bottom of the hill. End user sustained broken bones, multiple contusions and abrasions on and about the head and body.